Event description:
It was reported that patient had a damaged automated pd set with cassette. The patient line had a slice about an inch from the ending of the tube, all the way around. This was discovered before the cassette was used. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 15.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed damaged patient line tubing near the connector; however, the damage was on the surface of tubing and not a functional defect. Functional tests, leak testing, clear-passage testing, clamp-function testing and simulated-use testing were performed and revealed no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified; however, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.